Manufacturer narrative:
E1 initial reported updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received on 24feb2026 indicates that surgical intervention was undertaken wherein the entire system was removed [related manufacturer reference number: 1627487-2025-06247]. One of the leads was difficult to remove so a laminectomy was needed at l3. X-ray imaging confirmed all devices removed. In addition, the recently replaced ipg was also removed as the doctor deemed the site to have reduced wound healing. The new ipg pocket was moved further down to address this issue.

Event description:
It was reported that patient experienced ineffective therapy. Imaging revealed that one lead migrated out of the ipg header. Intra-op diagnostics revealed high impedances on two leads as well as extension, and low impedance on one of the leads. It is unknown which leads are impacted. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced, and the extension was explanted to address the issue. Surgical intervention may be undertaken in the future to address the impedances on leads.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Additional components potentially involved in the event include: common device name: scs leads, model: 3286, UDI: (B)(4), serial: n/a, batch: 3808641.